Event description:
It was reported the deep brain stimulation (dbs) patient's primary cell (pc) implantable pulse generator (ipg) had prematurely depleted after almost two years of use. The patient underwent a revision procedure to replace the ipg and did well postoperatively. Physical analysis could not be conducted in our laboratory, as the device was discarded by the facility.